Event description:
It was reported that during implant the surgeon was unable to get the wire to track down distally in the vessel due to acute angles of the vessel. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).